Event description:
It was reported that balloon rupture occurred. A 2.0mm x 80mm x 150cm sterling balloon catheter was advance for dilation. During the procedure, the balloon burst when inflated to the nominal pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the lesion was 80% stenosed and was located in a non-tortuous and non-calcified vessel.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. E1 - initial reporter address 2: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 80mm x 150cm sterling balloon catheter was advance for dilation. During the procedure, the balloon burst when inflated to the nominal pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the lesion was 80% stenosed and was located in a non-tortuous and non-calcified vessel.

Manufacturer narrative:
E1 - initial reporter address 2: (B)(6) .

Manufacturer narrative:
E1 - initial reporter address 2: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 80mm x 150cm sterling balloon catheter was advance for dilation. During the procedure, the balloon burst when inflated to the nominal pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.